Event description:
During a laparotomy with ultrasound guided nanoknife ablation of a pancreas lesion, the ablation was delayed after the second pulse delivery due to the patient's escalating blood pressure 210/105, indicating hypertension. The patient's baseline blood pressure under anesthesia was 94/56. Anesthesiologist administered metoprolol, esmolol, fentanyl, propofol in doses titrated to effect and also increased isoflurane rate. Once the patient's blood pressure began to decrease (181/96), the physician elected to lower the field amplitude of the ablation for the retreatment. The procedure was successfully completed without further issues. No harm or injury was reported to the patient.

Manufacturer narrative:
This report is not being sent for a product problem. There was no indication that the device malfunctioned. This report is being submitted to notify the FDA that medical intervention was required, in the form of metoprolol, esmolol, fentanyl, propofol in doses titrated, during the procedure. The procedure was successfully completed without further issues. No harm or injury was reported to the patient. This medwatch is being submitted late due to a retrospective review of case notes. (B)(4).